Event description:
It was reported that the customer doesn't always get a low reservoir alert when the reservoir gets low. Customer stated that he will take a correction dose and it will not bring his blood glucose down until he changes out his set/reservoir. Customer reported that 4 weeks ago, there was an incident where his blood glucose level was over 400 mg/dl. Customer's low reservoir alert setting was reviewed and it was confirmed that it is set to 20u. Helpline representative was unable to confirm that the customer did/did not receive alerts. Customer was advised to call the helpline for troubleshooting if the issue reoccurs. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.